Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amdended when our investigation is complete.

Event description:
It is reported that three days after primary surgery the pt had a hematoma that was removed by syringe. The complication was reported by the study site as being of moderate severity and definitely related to the device.